Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a nail broke in a patient. The implant occurred on an unknown date in 2010. The implant was delivered by an old distributor in chile in 2010. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant occurred on an unknown date in 2010. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.